Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The supplier reported on behalf of the customer that while removing the cleo 90 infusion set site, the adhesive came off but the cannula had broken off under their skin. This report represents the second of three incidents involving the customer. Blood glucose levels were adversely affected and reported to be in the 300s (mg/dl). Trace levels of ketones were noted. A bolus injection using a pump and changing the site out were conducted to address the high blood glucose. The broken cannula was not removed from their skin. No patient injury was reported. Additional information has been requested; if received, a supplemental report will be sent. Please refer to the following medwatch forms for related events: 2183502-2016-01777, 2183502-2016-01782.